Event description:
Per the info provided to co by the hosp through means of the explanted device, the device was removed due to a "tubing break." As reported to co, the pump and assembly kit components(s) only were removed and replaced.